Manufacturer narrative:
Update: the reported device was confirmed to be a corail implant manufactured by depuy. No further investigation required.

Event description:
It was reported, "left thigh (anterior) pain down to knee." Update: the reported device was confirmed to be a corail implant manufactured by depuy. No further investigation required.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip component. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Currently implanted.

Event description:
It was reported, "left thigh (anterior) pain down to knee."